Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level ranging from 400 to 500 mg/dl. The customer was treated with bolus from insulin pump and manual injection. The customer did not report symptoms such as a result of high blood glucose level. The customer stated that insulin pump had insulin flow blocked alarm. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.